Manufacturer narrative:
Upon completion from laboratory analysis, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead required repositioning and during the procedure, the helix retracted but would not re-extend. While placing the new ra lead, the right ventricular (rv) lead became dislodged. The physician attempted to reposition and retracted the helix, but could not re-extend. A new rv lead was used for implant. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.